Manufacturer narrative:
H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Low bg cause was not known. The customer did not provide how they addressed the low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.